Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips broke off on two concorde lift devices during a l5-s1 tlif on (B)(6) 2018. As the surgeon was positioning the device in the l5-s1 disc space, the driver torqued out. The surgeon then took a needle driver and further turned the driver past its torque limit, and the tip snapped off. The tip remained in the implant. The surgeon pulled the driver out and was finished with that portion of the case. The surgeon then moved to another level, at l4-l5. The surgeon wanted more distraction, so he used another of the same type of driver. He took a heavy needle driver to get more distraction and the tip of the second driver also broke. The broken tip of the second device remains in the implant at l4-l5. There was no reported surgical delay, no additional x-rays or other medical intervention required. The procedure was completed successfully with the patient in stable condition.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the macroscopic level revealed a fractured tip at the distal end of the driver shaft. The second half of the tip was not provided for analysis. A fracture analysis was conducted on the returned device. It was noted in the fracture analysis report reveals plastic deformation on the top left and bottom right corners along with torsional shear markings following a circular pattern. The plastic deformation of the tip indicates a torsional overload. This suggests that the driver shaft underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the driver shaft distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.